Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone#: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that there was a hole in the barrel, and a defect in the stopper of a bd ultra-fine¿ insulin syringe. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
H.6. Investigation results: two investigations were carried out. First investigation summary: customer returned (1) 1cc, 6mm, 31g syringe in an open poly bag from lot # 6263589. Customer states that the syringe has a hole and a defect in the stopper. The returned syringe was examined and exhibited a piece of the barrel broken off ranging from the (B)(4) unit marking to the flange. The syringe also exhibited a deformed stopper in the barrel. Sample was forwarded to manufacturing (holdrege) on 13apr2018. Second investigation summary: on 17apr2018, holdrege received one (1) 1ml, 6mm, 31g syringe in opened polybag from batch # 6263589. All samples were decontaminated per hstr-17 prior to being evaluated. Upon evaluation by qe ah, similar findings to those documented during initial investigation performed at bd franklin lakes were noted. Probable root cause for the broken barrel is likely to be a jaw jam on the form fill & seal (ffs) equipment. Any portion of the syringe or components may be involved in a jam and undergo varying degrees of damage, depending on the part/component. In this instance, the barrel was broken in the process. Probable root cause for the deformed stopper is either a supplier related issue or insufficient lubrication within the barrel. Due to the damage associated with the broken barrel and the state of the stopper, cycle testing was unable to be performed to evaluate lubrication adequacy within the sample. (B)(4) was initiated by the holdrege plant to address deformed/damaged stoppers and their associated root cause(s). Batch# 6263589 was manufactured prior to initiation of this CAPA, thus, no additional actions deemed necessary at this time. Possible root causes for a damaged stopper include: this condition is referred to as a rolled stopper which can occur during the assembly process, when the plunger rod is being assembled in the barrel and there is inadequate (not enough) lube present in the barrel ID (inner diameter) and or the stopper itself does not have enough lube on it. As a result, the stopper does not move freely in the barrel and can become stuck and deformed. There is also the possibility that the stopper starts out being misaligned on the end of the plunger rod and then gets rolled as it is being inserted inside the barrel. Rolled stoppers can also be caused by partially peeling off the stopper before insertion into the syringe barrel. As per supplier, improper stacking of rubber sheets in autoclave cart, causing pinching/deformity. A review of the device history record was completed for batch# 6263589. All inspections were performed per the applicable operations qc specifications. There were seven (7) notifications [200664188, 200664393, 200664234, 200664353, 20664329, 200664402, 200664098] noted that did not pertain to the complaint. Severity: s_1__; occurrence: a complaint history check was performed and this is the 1st related complaint for broken barrel and the 1st related complaint for stopper damaged on lot # 6263589. Based on the samples / photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (broken barrel and deformed stopper). Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.